Event description:
Monitor would only report error messages when attempting to ascertain blood glucose levels. Thirteen successive atempts were made to get a reading. This monitor is a replacement provided by the MFR for a previous meter which exibited an identical malfunction. Accurate management of this disease is not possible without knowledge of current blood glucose levels as measured with a monitor.